Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the down arrow button was working intermittently. The customer also reported that they received a no delivery alarm. The customer's blood glucose was 224 mg/dl at the time of incident. The customer's blood glucose was 271 mg/dl at the time of call. The customer stated that they treated the blood glucose with the insulin pump. The customer stated that the no delivery alarm was recurring. The customer stated that there was greater than normal resistance during plunger push. The insulin pump will be returned for analysis.